Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non- malignant pain and failed back surgery syndrome. The event date was (B)(6) 2017. Patient said that she lost an enormous amount of weight and her back did not hurt anymore. Patient mentioned that due to the amount of her co-pays ((B)(6)) she had ran up a bill at the health care professional¿s (hcp) office and she let the pump run dry in (B)(6) 2017, she didn't experience any withdrawal or return of pain and wanted to discontinue the therapy. Patient was no longer using the personal therapy manager (ptm) either. She reportedly had a refill again and was told to continue with therapy however when patient told them she no longer needed the therapy, they didn't listen to her. No interventions were mentioned. No symptoms were mentioned in relation to pump running dry. The patient was redirected to the health care professional to discuss discontinuation of pump therapy and turning off alarms. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient's weight was provided.